Event description:
A right coronary artery was 100% chronically occluded, was pre-dilated with an unknown size ptca balloon. Four stents were then successfully deployed in the artery. One of the stents deployed was a s670 stent, and the remaining stents deployed were made by another MFR. After the deployment of the four stents, a 3.5mm diameter x 24mm length s670 stent was inserted in the proximal end of the artery. During deployment of the stent, a perforation was noted in the artery. The perforation was immediately treated with ptca balloon inflations. Subsequently, the pt remained symptomatic and a pericardiocentesis was performed. The pt became more stabilized and was then sent to surgery for repair of the artery. The pt was reported to have made it through surgery fine, however, pt developed complications post surgery that required further intervention. There was no add'l clinical sequelae reported relative to the event and no further info available from the user facility. Separate medwatch reports were submitted for each medtronic ave device related to this event.